Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared as well as the alarm volume was too low. The customer's blood glucose level was between 80-210 mg/dl. Customer continued to use the pump for insulin therapy.